Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and the patient¿s husband regarding the patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient was in need of laser treatments on the knees and lower back, below the waist area on the patient¿s back. When the patient was having treatment performed the laser caused the patient¿s upper back to vibrate when they were treating the lower back and it caused the patient a great deal of pain in the upper back. It was noted that the laser treatment did not use a magnetic ring. It was also noted that this was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they did not have any pain during the treatment. The patient iced their lower back after the treatment. It was reported that they had a lot of pain for three days after the one treatment that they had and they refused any more treatments.